Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, it was damaged by water. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The ventilator was investigated on site and the water was cleaned out of the ventilator. The air gas module was replaced preventively and returned for investigation. The air gas module regulates the inspiratory air gas flow to the patient. Ocular inspection of the returned air gas module showed no moisture traces in the filter housing of the air gas module. The air gas module was mounted in a ventilator. A pre-use check and a simulated use test were performed without any deviation. The received device logs have a lot of alarms for high resistance in the patient circuit and high peep alarms that could have been caused by water in the system. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor. According to the user´s manual, maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).